Event description:
It was reported that during an unknown procedure the device was defective because it was scissoring and would not clip. The case was completed with another device of the same product code. No patient consequences were reported. All available information was reported.

Manufacturer narrative:
(B)(4)me. The following information was requested, but unavailable: please clarify: the device would not clip. At what firing did the issue occur? Did the device fire? Did the clip fall off the patient? If so how was the clip retrieved? Was the procedure altered due to the device malfunction?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: the device would not clip: clip fell off because there was a ¿scissoring motion¿ of applicator tip and the clip didn¿t lock together. At what firing did the issue occur? Second. Did the device fire? Yes. Did the clip fall off the patient? Yes. If so how was the clip retrieved? With laparoscopic grasper. Was the procedure altered due to the device malfunction? A second device was presented to field and case resumed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.